Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0l8cg, implanted: (B)(6) 2014, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
The patient reported initially when she had her implant she felt a shocking or jolting sensation at the implant site when they touched the television, while they were resetting it. The patient status was reported as unknown. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.